Manufacturer narrative:
(B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. The returned sample was visually examined with and wi thout magnification. Visual examination of the returned sample revealed that the staples appeared aligned. The stapler was returned with 36 staples remaining in the cover block. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, the first staple properly fired. The next 4 staples fired with the same result. To simulate insertion into the skin, the stapler was fired into a simulated skin pad. All remaining staples were able to properly form and release into the skin pad. No defects or anomalies were observed with the returned device. Although a lot number was not reported, a potential lot number was found through the sales history. The potential lot number is 73c2200521. Per DHR the product visistat 35r 6/box lot # 73c2200521 was manufactured on 03/15/2022 a total of (B)(4) pieces. Lot was released on 03/31/2022. DHR investigation did not show issues related to complaint. The IFU for this product, l02644 rev 02, was reviewed as a part of this complaint investigation. The IFU states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The complaint cannot be confirmed as the device was able to properly form and release all remaining staples. No corrective actions are required. The reported complaint of "misfire/jamming - staples not firing" cannot be confirmed based upon the sample received. Visual examination revealed that the staples appeared properly aligned. Upon functional inspection, all remaining staples were able to properly form and release from the device. No defects or anomalies were observed with the returned stapler. A DHR review was performed with no findings identified. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
Reported issue: the doctor failed to fire staple from device while using it on a patient.

Event description:
Reported issue: the doctor failed to fire staple from device while using it on a patient.

Manufacturer narrative:
Qn#(B)(4). The device history review for the product visistat 35r 6/box lot# 73c2200521 investigation did not show issues related to the complaint. The device investigation is pending and the results will be submitted in a follow-up report.